Event description:
The customer reported after placing the pt on the ventilator it began alarming due to use of backup battery. There was no pt harm reported. The customer indicated that the main ac power led was not lit. Inspection of the ventilator found the circuit breakers in the rear of the ventilator in the off position. When the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will alarm and switch over to alternate battery power. The respironics service tech reported the ventilator is under eval and repair is still in progress.

Manufacturer narrative:
This unit is currently being evaluated. If additional information becomes available regarding root cause of the malfunction, a follow-up report will be submitted.